Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment are anatomic apart from the posterior angulation and position of the tibial stem as noted. Bone quality is osteopenic. No evidence of avascular necrosis or other abnormality. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported that patient is being considered for revision due to unknown reason.